Event description:
During the failure investigation of a customer complaint on 5/25/2006, it was identified that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
Failure investigation found that the failure was isolated to the main pcb.